Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the buttons on the insulin pump were unresponsive and the numbers were ramping on their own. The customer's blood glucose was 140 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.